Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the image was not displayed due to damage to the charged couple device unit, and that the noise image occurred due to deformation of the plug unit. For the corrosion on the c-cover, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image display, a noisy image, and corrosion on the c-cover. There was no patient involvement.